Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out procedure, high, out of range, hv lead impedance was observed when the lead was connected to the new device. Pocket was re-operated and the lead was capped and replaced. Patient was fine.